Event description:
The customer reported that the exposure button continued to beep and a communication error was displayed. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation connectors and pcbs were evaluated and reseated. The voltage on c-arm and workstation power supplies were readjusted. The system was tested and found to be working as intended and put back into service.